Event description:
Study event. Device malfunction: none. Symptoms/ ae: hemiparesis, complete aphasia, corna. Spasm, cerebral edema, hyperperfusion syndrome. Time of symptoms/ ae: during procedure. It was reported that during a stenting procedure of the internal carotid artery, the patient became unconscious and went into a coma. In addition, hemiparesis and complete aphasia were reported. The cause attributed by the physician was cerebral edema, spasm and hyperfusion syndrome. The CT scan showed no new anomalies and no brain infarct. Treatment was supportive therapy and mannitol. The patient remained in a coma for 1 week and is now recovered completely. This event resulted in prolonged hospitalization. The physician stated that there were no device issues and that the devices "performed perfectly during entire procedure." No additional information available.

Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status, from the hospital, field contact or distributor.